Event description:
A ventilator was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the device is not charging. The unit doesn't turn on and unable to write error log on sd card. The device's flow sensor assembly and power supply were replaced to address the issue. Additionally, not related to the issue the device is missing rubber feet.